Manufacturer narrative:
Alleged failure: "per the rep: transmitter that isn't working: serial number (B)(6) intermittent connectivity issues upon installation no patient harm but we have experienced delay when we lose connection during surgery. Conclusion: reported failure mode was not reproduced during investigation. While indications of moderate to severe wireless interference was found in st logs downloaded from transmitter s/n (B)(6), no logged events could confirm interruption of wireless video transmission or loss of wireless link with receiver. Probable root cause remains unknown but can include the following: 1) wireless interference: while transmitter was configured for 20mhz mode and appears to be maintaining a stable wireless link in all paired usage sessions, if the interference source was in near proximity to the receiver, it could corrupt the wireless video data as it is processed, resulting in periodic black screens and flickering that could be perceived as wireless video loss without actually breaking the wireless link. Possible source of interference could include nearby devices occupying the majority of non-dfs channels in the 5ghz band. This forces synk 4k to operate with reduced transmission power in the dfs range and will be subject to nearby radar, weather stations and other wireless communication infrastructure that have fcc priority within these channels. If using a connected or hub, having wifi enabled may also interfere with video transmission. 2) receiver hardware fault or malfunction: any faults with the receiver mainboard could affect its video processing and output functions 3) loose/damaged hdmi cables: if the cable from the receiver hdmi out to display is loose or damaged, it can cause intermittent interruptions to the wireless video output. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.